Event description:
It was reported that pump experienced malfunction alarm without any notable events occurring beforehand. There was no reported adverse impact to the customer's blood glucose level. Customer contacted support, received guidance to reset pump, successfully cleared malfunction, and was advised to continue using pump and call back if problem recurred, which did not happen after reset.